Event description:
It was reported that patient enrolled in a clinical study and underwent a total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to loosening. During the procedure, all components were removed and replaced. It was further reported that patient experienced respiratory failure on (B)(6) 2014.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).